Event description:
It was reported that the patient had an artificial urinary sphincter explanted and replaced with a 4.5cm aus due to the cuff being too loose and the patient was experiencing incontinence.